Event description:
It was reported patient underwent an open reduction, internal fixation clavicle procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to the rockwood clavicle pin bent. The pin was removed and replaced with another pin.

Manufacturer narrative:
The information necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under adverse effects, ot states, "the following are the most frequent adverse events after fixation with bone screws or pins: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures; loss of anatomic position with nonunion or malunion with rotation or angulation; infection and adverse reactions to the device material."